Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the blakemore tube was too flimsy and difficult to place. The complainant noted that if the tube had a stiffness closer to ng/og, it would be helpful. The patient believed that this could have led an esophageal rupture from inflation of the gastric balloon if it did get all the way into the stomach. The customer suggested that either stiffening the product or adding a stiffening stylet wire to the product package can potentially enhance placement but also suggested keeping the current characteristics after placement and removal of stylet wire. Per additional information received via email on 09jun2021, customer stated that sometimes the blakemore tube could be placed. Often with the assistance of a gi with an endoscope, though there have been incidences where it has not been able to be placed. The customer also stated that in some cases, where the gastric balloon gets inflated in the esophagus and led to esophageal rupture. The customer could not give specifics as the device was used rarely. The customer suggested to look at options to improve the ability to be placed appropriately in difficult situations, with bloody devices, hemodynamic instability, in high stress situation. The customer's suggestion was a potential "stylet" or similar "stiffener" to help placement. Based on follow up information, the phrase remote meant distant past, several years ago.

Event description:
It was reported that the blakemore tube was too flimsy and difficult to place. The complainant noted that if the tube had a stiffness closer to ng/og, it would be helpful. The patient believed that this could have led an esophageal rupture from inflation of the gastric balloon if it did get all the way into the stomach. The customer suggested that either stiffening the product or adding a stiffening stylet wire to the product package can potentially enhance placement but also suggested keeping the current characteristics after placement and removal of stylet wire. Per additional information received via email on 09jun2021, customer stated that sometimes the blakemore tube could be placed. Often with the assistance of a gi with an endoscope, though there have been incidences where it has not been able to be placed. The customer also stated that in some cases, where the gastric balloon gets inflated in the esophagus and led to esophageal rupture. The customer could not give specifics as the device was used rarely. The customer suggested to look at options to improve the ability to be placed appropriately in difficult situations, with bloody devices, hemodynamic instability, in high stress situation. The customer's suggestion was a potential "stylet" or similar "stiffener" to help placement. Based on follow up information, the phrase remote meant distant past, several years ago.

Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be due to "dimensions not designed correctly". The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the blakemore tube ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the blakemore tube was too flimsy which made the device difficult to place. The complainant stated that if the tube had a stiffness closer to nasogastric or orogastric (ng or og) it would be helpful. The patient stated that this could lead to risk of esophageal rupture from the gastric balloon inflation when it did not get all the way into the stomach. The customer suggested that either stiffening the product or adding a stiffening stylet wire to the product package which could enhance the placement but also keeps its current characteristics after the placement and removal of stylet wire. Per additional information received via email on 09jun2021 the customer stated that sometimes the blakemore tube could be placed often with the assistance of the gastrointestinal (gi) with an endoscope though there had been incidences where it did not able to place. The customer also stated that in some cases then remote where the gastric balloon gets inflated in the esophagus leading to esophageal rupture. The customer could not give specifics as the device was used rarely. The customer recommended to look at options to improve the ability to be placed appropriately in difficult situations with bloody device hemodynamic instability and in a high stress situation. The customer suggestion was a potential stylet or similar stiffener to help in placement. Based on follow up information the phrase remote meant distant past several years ago.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to incorrect material design. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number and lot number for this device was unknown. Therefore bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.